Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to check all disposable set connections for a secure fit before beginning peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding the final line becoming disconnected from the bag, which occurred on the homechoice (hc) during use. The home patient (hp) stated that he thought that he had connected the bag tightly. However, the final bag came off. There were no alarms. The technical service representative (tsr) assisted the hp to end therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.product surveillance contacted the home patient on (B)(6) 2013 he said that it was his fault that night. He did not tighten the final line to the bag tight enough. Since then he has been completing therapy successfully.